Manufacturer narrative:
The customer¿s experience with broken pcu handles was confirmed for the 2 returned pcus. The inspection of both pcu handle assemblies showed the breakage occurred on the handle upper and back assemblies. There were no impact marks observed on the handle or on the pcu indicating units were mishandled or dropped. In the original problem description, the customer states that ¿the biomed stated: we have reported these types of failures in the past and a cause was identified (handle shaft too long).¿ schematics from document # (B)(4) - shaft handle 8000 (see appendix for photos) show the shaft length measures in at 5.16 inches. Both pcu shaft handles were removed and measured on lab measuring device ¿ mitutoyo caliper eq: 105039 calibration due date: 12 oct 19 to be the following lengths (5.160 and 5.162inches). The accuracy for this caliper is +-0.001 in. For both pcu s/n (B)(4) and pcu s/n (B)(4), the handle shaft, when seated into the bottom half of the 2 pieces of handles that was received were observed to move freely and not seated tightly. A tightly fitted shaft into the bottom half of handles can create an outward stress that may contribute breakage. CAPA (B)(4) was opened to investigate handle breakage which occurred during drop testing. During the investigation it was determined the handle manufacturing tool did not allow for part shrinkage during the cooling process. The shrinkage in the handle is believed to result in the tightly fitted shaft into the bottom half of the handle, which is noted in the investigation. The corrective action plan is a redesign of the handle, to address the handle geometry which includes a new manufacturing tool. Co# (B)(4) was implemented in march 2017 to address this issue, a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that 2 pcu units have broken handles. The biomed stated: we have reported these types of failures in the past and a cause was identified (handle shaft too long)." The customer requesting a solution to the handle shaft too long. One of the devices the rn picked up the device to take to a patients room when the pcu handle broke causing the unit to fall onto the floor. There was no patient involvement.